Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A representative reported that device was used during an endobronchial ultrasound procedure. During use, the needle would not come out of the sheath. No patient harm was reported. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Was gaining access to the target site difficult? No. Was puncture of the targeted site difficult. Yes. Please describe the target site. 10l. What is the scope manufacturer and model number that was used? Fuji 108. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. Was the device used in a tortuous position? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Are images of the device or procedure available? Yes. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of needle. Was difficulty experienced while retracting the needle? No. Was it possible to be fully retract before removing the needle from the patient? Yes. How many samples were obtained (passes completed) with this needle? None. Did any section of the device detach inside the patient? No. Was the stylet partially removed when advancing the needle into the target site? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If not with the device in question, how was the procedure performed and/or finished? New needle was opened. Did the patient require any additional procedures as a result of this event? No. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? No.